Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a wedge/segmental resection procedure, the surgeon articulated the jaws and tried to fire, but the device did not react at all. They opened the jaws again and tried to return to the straight position, but could not do so. Then, the surgeon tried to push the blue button and the silver button at the same time, as well as separately, and the device did not react. The surgeon then articulated the jaws 45 degrees over and over again, but the device did not work. The nurse tried to remove the cartridge and was only successful after multiple attempts. The procedure was completed with another device.